Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus received a medwatch report which states that during an unspecified procedure, the ceramic tip from the sheath broke off and fell into the patient¿s bladder. The device fragment was completely retrieved. It is unknown if the intended procedure was completed. There was no patient injury reported.